Manufacturer narrative:
(B)(6). Device evaluated by MFR: the returned product consisted of the guidezilla ii guide extension catheter. The hypotube, collar, and tip were microscopically and visually examined. Blood was present inside the device. Inspection of the device revealed that shaft was partially detached from the collar and the collar was damaged. The shaft was flattened 1.5cm distal of the collar all the way down to the tip. The markerband was also flattened and the tip was damaged.

Event description:
Reportable based on device analysis completed on 22sep2021. It was reported that the device was unable to cross the lesion. A percutaneous coronary intervention was being performed. The target lesion was located in the left anterior descending artery. This guidezilla ii guide extension catheter was selected, however the device was unable to cross the severely calcified lesion. The procedure was completed with another of the same device. No patient complication were reported and the patients status is stable. However, device analysis revealed a separation at the collar.